Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui central processing unit (cpu), and upgraded the device with the current software. The cse performed all calibrations, short self test, extended self test, and performance verifications tests. All tests pass per manufacturer's specification at the time of service. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a loss of graphic user interface to breath delivery communications. There was no patient involvement.